Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented in clinic for routine follow-up check, no sensing and loss of capture were observed. The lead was explanted and replaced successfully.